Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that they changing battery more often at times, once every week, then can go they weeks, but battery life was changing more quickly as well. Customer states the insulin pump buttons ever sticky or non-responsive and harder to press. Customer states the prime or rewind process seem to take longer that they did before. Customer states the insulin pump had false or unexplainable no delivery alarms. The device will not be returned for analysis.